Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that on rows 6 and 7 from the distal edge of the stent, stent struts were lifted. The undamaged proximal section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 14may2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After pre-dilation, a 3.00x20mm synergy¿ stent was advanced but failed to cross due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.